Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) visited examined the system remotely and confirmed that system unable to boot up. Review of the logfile shows flexvision errors and the cause was found to be with flexvision pc all network cable connection. Upon troubleshooting, the philips remote service engineer (rse) checked the with the customer and found that only one of the leds for the hard drives seemed to be on in the m-cabinet, rse guided customer to perform hard reboot of the system, after which the host pc appeared to boot up all fine and requested onsite support. The philips field service engineer (fse) visited on-site and examined the system but could not replicate error. The fse further checked the system logfiles and found flex vision errors which were resolved with a reboot. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.